Event description:
It was reported that patient underwent a knee revision approximately thirty-four (34) months post-implantation due to the surgeon being concerned about the incorrect products being implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: zimmer segmental system art. Surface with hinge post catalog#: 00585003014 lot#: 64423644 unknown rotating hinge knee femoral stem catalog#: ni lot#: ni. Unknown rotating hinge knee femoral catalog#: ni lot#: ni unknown rotating hinge knee tibial tray catalog#: ni lot#: ni. Unknown rotating hinge knee tibial tray stem catalog#: ni lot#: ni. G2 foreign source: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; d9; g3; h2; h3; h6; h10; h11. H6: proposed component code: mechanical (g04)- femur visual examination of the returned product identified the device exhibits signs of use, nicks, gouges, scratches, wear. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the device operated within specification and no device problem was detected. Reported event was unable to be confirmed as there was no issue with the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee revision approximately thirty-four (34) months post-implantation due to the hinge post fracturing. Additionally, the surgeon was concerned that the incorrect products were implanted at a previous procedure. Attempts have been made and no further information has been provided.